Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitude measurements on the atrial channel. The trended data noted a marked decrease in measurements over the past year. Farfield r-wave oversensing (ffrwos) on the atrial channel was observed on rythmiq episodes. The clinical observations were documented. No adverse patient effects were reported.